Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was adjusted.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.